Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming and shocking sensation from the spinal cord stimulator (scs). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.